Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported to terumo bct customer support that during a therapeutic plasma exchange (tpe) procedure they noticed hemolysis. Patient is reported as deceased. As per the pediatric nephrologist, the death was due to patient' s diagnosis (autoimmune hemolytic anemia) and not because of the procedure and or the tpe machine. The cause of death was reported as cardiopulmonary arrest and autoimmune hemolytic anemia and no autopsy will be reported. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: terumo bct arranged for a service call to check the functionality of the optia device at the customer site. The service technician performed a functional check. The optia device passed autotest, start up and post start up tests successfully. The technician verified the lower strobe light intensity and carried out a saline run to verify proper operation of the optia. The run data file (rdf) was analyzed for this event. Review of the run data file showed that the system to be operating as intended with no signals or alarms to indicate the device malfunctioned. Review of the relevant run data files does not show a clear root cause for the reported occurrence of red tinged plasma throughout the tubing set suspected of hemolysis. The total procedure time was only 3 minutes which was not enough time for the procedure to enter the remove plasma state and send plasma to the remove bag. In addition, this short run time did not allow enough time for aim images during the procedure to be saved in the dlog for analysis therefore image analysis could not be complete for this procedure. A used optia set was returned for investigation. Visual inspection for kinks, occlusions, missing parts, mis-assembly or leaks which may have contributed to the reported incident did not reveal any abnormalities. All pressure sensors were inspected and determined to be functioning properly. A wear mark/line on the top edge of the lower hex was identified adjacent to the lrs collect tubing would indicate the set was loaded in the most optimal position. Due to the age of the set at evaluation, the contents in the plasma appear to be darker suggesting the presence of hemoglobin, but it was no longer pinkish and dark due to oxidation. Further analysis of the set was performed by cutting the channel for closer inspection of the channel ports. There was no evidence of any occlusion or manufacturing defects noted in the collect connector and inlet port of the channel. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause for hemolysis could not be determined but it is likely due to one or a combination of the possible causes listed below: patient's underlying disease state. Patient's medication and/or medical treatment. Hemolysis due to inlet needle replaced with smaller diameter or incompletely broken septum resulting in rbcs exposed to pressure drop in the inlet line. Hemolysis due to inlet needle replaced with smaller diameter or incompletely broken septum resulting in rbcs exposed to pressure drop in the inlet line. Hemolysis due to pinched inlet line resulting in rbcs exposed to pressure drop in inlet line.

Event description:
The customer reported to terumo bct customer support that during a therapeutic plasma exchange (tpe) procedure they noticed hemolysis. Patient is reported as deceased. As per the pediatric nephrologist, the death was due to patient' s diagnosis (autoimmune hemolytic anemia) and not because of the procedure and or the tpe machine. The cause of death was reported as cardiopulmonary arrest and autoimmune hemolytic anemia and no autopsy will be reported.

Manufacturer narrative:
This report is being filed to provide additional information in b.6, d.9, h.6 and h.10 and corrected information in b.5, h.3 and h.6 (removal of device discarded coding). Investigation: the run data file (rdf) was analyzed for this event. Review of the run data file showed that the system to be operating as intended with no signals or alarms to indicate the device malfunctioned. Review of the relevant run data files does not show a clear root cause for the reported occurrence of red tinged plasma throughout the tubing set suspected of hemolysis. The total procedure time was only 3 minutes which was not enough time for the procedure to enter the remove plasma state and send plasma to the remove bag. In addition, this short run time did not allow enough time for aim images during the procedure to be saved in the dlog for analysis therefore image analysis could not be complete for this procedure. A used optia set was returned for investigation. Visual inspection for kinks, occlusions, missing parts, mis-assembly or leaks which may have contributed to the reported incident did not reveal any abnormalities. All pressure sensors were inspected and determined to be functioning properly. A wear mark/line on the top edge of the lower hex was identified adjacent to the lrs collect tubing would indicate the set was loaded in the most optimal position. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported to terumo bct customer support that during a therapeutic plasma exchange (tpe) procedure they noticed hemolysis. Patient is reported as deceased. As per the pediatric nephrologist, the death was due to patient' s diagnosis (autoimmune hemolytic anemia) and not because of the procedure and or the tpe machine. The cause of death was reported as cardiopulmonary arrest and autoimmune hemolytic anemia and no autopsy will be reported.